Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose exceeded 500 mg/dl, while wearing the pod between 5 and 24 hours on the abdomen. Upon inspection, it was noticed that the pod was leaking, and the cannula was not properly inserted into the skin. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.